Event description:
It was reported that the battery of this implantable pacemaker was suspected to be depleting prematurely as the estimated longevity remaining decreased from 1.5 years to 10 months over the course of 2 months. There is no evidence to suggest a request was made to have data from this device analyzed. The device remains in service and is planned to be replaced within 3 months. Additional information was provided. The device was explanted and replaced. No additional adverse patient effects were reported. The device is not expected to be returned for analysis as it was disposed.

Event description:
It was reported that the battery of this implantable pacemaker was suspected to be depleting prematurely as the estimated longevity remaining decreased from 1.5 years to 10 months over the course of 2 months. There is no evidence to suggest a request was made to have data from this device analyzed. The device remains in service and is planned to be replaced within 3 months. No adverse patient effects were reported.

Event description:
It was reported that the battery of this implantable pacemaker was suspected to be depleting prematurely as the estimated longevity remaining decreased from 1.5 years to 10 months over the course of 2 months. There is no evidence to suggest a request was made to have data from this device analyzed. The device remains in service and is planned to be replaced within 3 months. No adverse patient effects were reported.